Manufacturer narrative:
Device available for evaluation should have been yes rather than blank for return. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the asymptomatic patient presented to hospital upon interrogation the pulse generator exhibited premature battery depletion. The device was explanted and replaced successfully. The patient did not experience any adverse event.